Event description:
It was reported that the patient experienced unspecified issues with an advance sling device. A new artificial urinary sphincter (aus) consisting of a 6 cm cuff, a pump and a 61-70 cm balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.